Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that twelve 10 ml bd posiflush¿ sp pre-filled flush syringes nacl 0.9% experienced difficult plunger movement, and cracked/damaged/deformed syringe barrels. The following information was provided by the initial reporter: at least 12 syringes of posiflush 10ml are not working properly. The plunger gets stuck midway of the syringe and some of them had visible dents on the syringe.

Event description:
It was reported that twelve 10 ml bd posiflush¿ sp pre-filled flush syringes nacl 0.9% experienced difficult plunger movement, and cracked/damaged/deformed syringe barrels. The following information was provided by the initial reporter: at least 12 syringes of posiflush 10ml are not working properly. The plunger gets stuck midway of the syringe and some of them had visible dents on the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/2/2021. H.6. Investigation: a device history record review was completed for provided lot number 0260353. The review confirmed that the final product was released according to defined specifications and all requirements were met. There were two second samplings for plunger movement difficulty performed for this lot number and all results were accepted. As two additional samplings were performed, it is most likely that defective product was detected, triggering further sampling; however, the additional samplings performed were successful and no issues were found prior to release. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. The outer package of the shipment was received in good condition. The sample was tested for plunger movement difficulty and resistance was detected. The sample was tested for silicone distribution, which consists of pouring and dispersing a small amount of flour onto the barrel. The excess powder was blown off, leaving the remaining powder as an indicator of distribution of silicone throughout the barrel. This silicone test revealed an incorrect distribution of silicone throughout the barrel. Quarterly preventive maintenance actions were carried out during the production timeline, when the line was not running. It is possible that this incident resulted from an error in the production line due to a maladjustment.